Manufacturer narrative:
Work order passed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that registration point of th1-2 and th4-5 were created prior to the procedure but registration point of th4-5 was deleted during procedure. Inspection of the product is to be performed on 8 august. Reinstallation is considered to perform since another anomaly occurred on the product. The event occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.